Event description:
It was reported that during implant attempt, the lead became stuck and the x-ray revealed a kink in the lead. The physician removed the lead and noted that the insulation layer of the lead was squashed. The physician suspected that the guidewire was damaged inside the lead. Meanwhile, the patient was unstable, sweating and vomiting. The procedure was stopped and a new lead will be implanted in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.